Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was not holding a charge. Subsequently the pump experienced a malfunction and shutdown unexpectedly. The customer's blood glucose level ranged from approximately 270 md/gl to 380 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.